Manufacturer narrative:
The smiths medical pump was returned for analysis and it was found to be in good physical condition externally but had fluid ingressions when opening the case. The analysts were unable to replicate the "double beep no cassette" alarm but found fluid ingressions on the pump of the occlusion sensors. The downstream occlusion sensor was replaced.

Event description:
Information was received indicating that during testing a smiths medical cadd-legacy one ambulatory infusion pump exhibited "double beep no cassette." No adverse effects were reported.